Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a headache and was concerned her glucose was increasing. Her cgm displayed low; a bg was performed which was 7.6 mmol/l. The patient's sister took her to the emergency department for a bg value of 15.0 mmol/l. The patient was treated with an insulin infusion (novarapid). It was reported the patient's cgm value of low resulted in suspension of insulin delivery via injection or pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.